Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 38-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device breakage ("removed in 4 pieces") in a 38 year-old female patient who had essure inserted (lot no. A95855) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of anxiety, fibromyalgia, migraine, vaginal discharge, parity 3, multi gravida, menorrhagia and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy (using the essure)"), headache ("headaches"), immune-mediated adverse reaction ("auto-immune reactions"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/mental anguish") and depression ("depression"). The patient was treated with surgery (removal of the essure device and to remove essure). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure administration. The reporter commented: patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: total bilateral obstruction of the fallopian tubes by appropriately positioned essure devices with no complicating features [pathology test] on (B)(6) 2018: specimen submitted: hardware, bilateral essure coils. Diagnosis: bilateral es sure coils: bilateral essure coils identified. Gross description: the specimen is received in a formalin-filled container labelled with the essure coils". The specimen consists of two silver metallic coiled pieces of material each measuring 4.5 cm in length. On (B)(6) 2020: clinical data: pelvic pain. Bilateral filshie clips. Bilateral essure. Lap removal essure. Specimen submitted: filshie clip, and essure coils (bilateral). Diagnosis: bilateral filshie clips and coils. Received two metallic clips and two coils. [Ultrasound pelvis] on (B)(6) 2020: an echogenic linear structure is noted in the left uterine cornua - residual essure coil. No similar abnormality in the right. Conclusion: the findings are consistent with a residual essure coil on the left. Small hemorrhagic cyst right ovary. Previously identified right adnexal tubular structure is no longer present. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Event device breakage added. Medical history, reporter information added. Surgical pathology report added. Patient information and lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes/ both perforated through the fallopian tube"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus/ portion of coil in the left comual portion of the uterus") and device breakage ("an echogenic linear structure is noted in the left uterine cornua - residual essure coil") in a 38 year-old female patient who had essure inserted (lot no. A95855) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation, chronic fatigue, haemorrhagic ovarian cyst, anxiety, fibromyalgia, migraine, vaginal discharge, parity 3, multi gravida, menorrhagia and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic essure coil removal and laparoscopic removal of bilateral essure coils) and non-drug therapy (laparoscopic essure coil removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: total bilateral obstruction of the fallopian tubes by appropriately positioned essure devices with no complicating features. [Pathology test] on (B)(6) 2018: specimen submitted: hardware, bilateral essure coils. Diagnosis: bilateral es sure coils: bilateral essure coils identified. Gross description: the specimen is received in a formalin-filled container labelled with the essure coils". The specimen consists of two silver metallic coiled pieces of material each measuring 4.5 cm in length. On (B)(6) 2020: clinical data: pelvic pain. Bilateral filshie clips. Bilateral essure. Lap removal essure. Specimen submitted: filshie clip, and essure coils (bilateral). Diagnosis: bilateral filshie clips and coils; received two metallic clips and two coils. [Ultrasound pelvis] on (B)(6) 2020: an echogenic linear structure is noted in the left uterine cornua - residual essure coil. No similar abnormality in the right. Conclusion: the findings are consistent with a residual essure coil on the left. Small hemorrhagic cyst right ovary. Previously identified right adnexal tubular structure is no longer present. Lot number: a95855. Manufacture date: 2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-oct-2023: quality safety evaluation of ptc. Amendment done in reported terms of some events, "perforation of other organs" deleted, imdrf codes updated accordingly. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 38-year-old female patient who had essure (batch no. A95855) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), immune-mediated adverse reaction ("auto-immune reactions"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, immune-mediated adverse reaction, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure. The reporter commented: patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: the essure lot number was added. New reporter types (lawyers) and new adverse events (chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal cavity or pelvic cavity, perforation of the uterus, fallopian tubes and other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, vertigo, weight changes, hair loss, tooth loss, mood changes, anxiety, depression) were provided. The adverse event medical device removal was added as non-drug treatment of the adverse event fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 38-year-old female patient who had essure (batch no. A95855) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), immune-mediated adverse reaction ("auto-immune reactions"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, hypersensitivity, genital haemorrhage, pregnancy with contraceptive device, headache, immune-mediated adverse reaction, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure. The reporter commented: patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes/ both perforated through the fallopian tube"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus/ portion of coil in the left communal portion of the uterus") and device breakage ("an echogenic linear structure is noted in the left uterine cornua - residual essure coil") in a 38 year-old female patient who had essure inserted (lot no: a95855) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation, chronic fatigue, haemorrhagic ovarian cyst, anxiety, fibromyalgia, migraine, vaginal discharge, parity 3, multi gravida, menorrhagia and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), device dislocation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), genital haemorrhage ("excessive bleeding") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic essure coil removal and laparoscopic removal of bilateral essure coils) and non-drug therapy (laparoscopic essure coil removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: patient has suffered and will continue to suffer ongoing physical symptoms and mental anguish. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: total bilateral obstruction of the fallopian tubes by appropriately positioned essure devices with no complicating features [pathology test] on (B)(6) 2018: specimen submitted: hardware, bilateral essure coils. Diagnosis: 1. Bilateral es sure coils: bilateral essure coils identified. Gross description: the specimen is received in a formalin-filled container labelled with the essure coils". The specimen consists of two silver metallic coiled pieces of material each measuring 4.5 cm in length.; on (B)(6) 2020: clinical data: pelvic pain. Bilateral filshie clips. Bilateral essure. Lap removal essure. Specimen submitted: filshie clip, and essure coils (bilateral). Diagnosis: bilateral filshie clips and coils. Received two metallic clips and two coils. [Ultrasound pelvis] on (B)(6) 2020: an echogenic linear structure is noted in the left uterine cornua - residual essure coil. No similar abnormality in the right. Conclusion: the findings are consistent with a residual essure coil on the left. Small hemorrhagic cyst right ovary. Previously identified right adnexal tubular structure is no longer present. Lot number: a95855, manufacture date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.